Event description:
As reported, a 9mm x 40mm smart vascular self-expanding stent (ses) delivery system failed to track the blood vessels and did not reach the target lesion. There were no reported injuries to the patient. This was during a percutaneous transluminal angioplasty (pta) procedure. Additional information was requested but was not provided. The device will be returned for evaluation. Addendum: the device was returned with the stent partially deployed.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, a 9mm x 40mm smart vascular self-expanding stent (ses) delivery system failed to track the blood vessels and did not reach the target lesion. There were no reported injuries to the patient. This was during a percutaneous transluminal angioplasty (pta) procedure. Additional information was requested but was not provided. The device was returned for analysis. A non-sterile ¿pkg assy 9x040 smart vas120cm¿ was received coiled inside a clear plastic bag. The unit was unpacked to proceed with the evaluation. The stent was deployed and was returned with the stent delivery system for analysis. The unit presents an elongated inner lumen a separated outer sheath located approximately 118.0 cm from the distal tip. No other outstanding details were noticed. Dimensional analysis was performed to identify the od measurement near of the separated area and at different distances. The od was verified, and dimensional analysis results were found within specification. The functional analysis was not performed since the device was received fully deployed. The separated area was inspected using a vision system to obtain a magnified image observing that both edges of the unit presented evidence of elongations and plastic deformations. The elongations found on the plastic material and the deformations are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the material was induced to a tensile force that exceeded the yield strength prior to the separation. Sem analysis was not performed as the damages associated with the separation are visible with the magnification obtained with a vision system. No other anomalies were observed during microscopic examination. Due to the nature of the event, the ¿stent delivery system (sds) tracking difficulty¿ cannot be confirmed, as this cannot be replicated in a lab setting. Difficulty crossing/tracking through a lesion, anatomical structure, or stent is a known procedural occurrence, often related to patient anatomy, operator technique, and device selection. Additionally, dimensional analysis confirmed the device was within specification. A subsequent finding of a ¿stent delivery system (sds) deployment difficulty-partial deployment¿ was noted upon device return. The stent was partially deployed when received for decontamination then received fully deployed in the bag when received for analysis. The inner lumen was noted to be elongated, and the outer sheath separated indicating the device was induced to a tensile force that exceeded the yield strength prior to the elongation and separation. Although limited information was provided regarding lesion and vessel characteristics, it is tortuous anatomy, procedural factors and device handling contributed to the events reported. According to the instructions for use, which is not intended as a mitigation of risk, for smart control, ¿ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised, and another system should be used. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. Slack removal advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.